Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date and time, on an unspecified channel, the device was programmed to deliver normal saline, at a rate of 60ml/hr and the delivery was started. On (B)(6) 2010 at 1540, the device was programmed for piggyback delivery of an unspecified concentration of magnesium sulfate, at a rate of 25ml/hr, and the delivery was started. No further programming parameters were provided. At 1601, the nurse noted the magnesium sulfate container was empty. It was unspecified the volume of magnesium sulfate that was expected to be remaining in the container. The pump was removed from clinical service. The customer contact reported the pt was treated with unspecified electrolyte replacement for "ectopy on the ECG." The customer contact could not specify if the magnesium was the cause of the ectopy. Though requested, the customer contact has declined to provide add'l info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).